Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the patient with this pacemaker had an infection. Furthermore, the pacemaker was connected to a temporary lead and both were later explanted. No additional adverse patient effects were reported.